Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance changing out only the cartridge. Tandem technical support guided the customer through changing out the cartridge. Customer had elevated blood glucose (bg) levels (262 mg/dl). Reportedly, the customer's bg levels became elevated due to the delay in changing out the cartridge. Customer delivered a bolus to address elevated bg levels.